Event description:
It was reported that the device was used during a vats lobectomy. The device was clamped down, removed, clamped down and when fired on the pulmonary artery. The artery was ripped. The artery was repaired by suturing. The device was stuck, but it was removed by the manual release, but it took some time for the release button to work. There was no adverse consequence to the pt.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.